Event description:
Pediatric patient arrived for scheduled MRI, patient was sedated by anesthesia, placed on imaging table supine feet first into scanner. Patient's legs were not long enough for only one knee to be in the appropriate position in the coil. Both knees fit in the knee coil so the knee coil was used instead of the flex coil. Exam was started, scanning technologist requested confirmation of patient position with fellow technologist. Fellow technologist asked scanning technologist if patient position was registered feet first and supine, and to confirm the correct knee. She confirmed position registration and left knee. After the scan, it was brought to the imaging technologist's attention that the incorrect knee was imaged. Upon learning this they realized that the patient had been registered in the scanner as head first supine not feet first supine. This flips the left and right sides on the monitor. Subsequently the patient had to return for a second scan with anesthesia. Manufacturer response for siemens MRI aera 1.5 tesla, aera (per site reporter). The event was informally communicated to the manufacturer during a conference call about a similar event; manufacturer requested we formally submit the information about this event.